Event description:
Meditech asap biopsy system utilized for ultrasound guided core bx of breast nodule. The stylet and cannula tabs were both locked in place. The device was tested prior to placement of the needle tip in the breast nodule. When fired the stylet advanced, but the cannula did not and the stylet became lodged in the breast tissue. The bx device and the breast nodule were surgically removed.